Manufacturer narrative:
A manufacturing review was performed and found that the lot was manufactured to specification. Inflammation is listed in the adverse reaction section of the IFU as a possible complication. Based on the events as reported the patient¿s clinical course is ongoing as she has been evaluated by multiple medical professionals and does not have a resolve. The results of this investigation are inconclusive at this time, should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2016 - the patient underwent an abdominal incisional hernia repair using a bard soft mesh. It is reported that 8 weeks postoperatively the patient continued to have inflammation and pain in the area where the bard soft mesh was placed. The surgeon recommended treatment with ibuprofen and ice. The surgeon requested and was provided with mesh samples for reactivity testing. The testing was completed, and it has been reported to davol by the surgeon's office that the patient did not show an adverse reaction to the mesh, however, did have a very mild reaction to the tape used to fix the mesh to the skin. In follow up with the complainant it was further reported that post implant the patient was told to wear a very tight binder 24/7 for 3-4 months and to only remove it in the shower. As reported another doctor stated that due to the binder there was insufficient blood flow to the area to support healing. The complainant reports that the surgeon was not able to conclude that the mesh was not contributing to the condition. The complainant states that the initial post-op inflammation and pain have increased over time. As reported the patient has seen multiple medical professionals, there are lumps in her abdomen, the mesh did not incorporate and there is tissue necrosis. Also reported is that due to the development of scar tissue the patient is seeking a surgeon to remove the mesh.